Event description:
Note: this report pertains to one of five devices used during the same procedure. (Manufacturer report #3005099803-2012-02674, manufacturer report # 3005099803-2012-02675, manufacturer report # 3005099803-2012-02676, manufacturer report # 3005099803-2012-02677 and manufacturer report # 3005099803-2012-02678). It was reported to boston scientific corporation that 2 hydratome rx sphincterotomes and 3 autotome rx sphincterotomes were used during a ercp procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the cut wire of five sphincterotomes broke while performing a sphincterotomy. No part of the cut wire fell inside the patient. The procedure was completed with a autotome rx spincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The device component code 430 relates to the device problem code 1069 for the reported event of wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.